Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: 2017-06-30. Sections updated with new information. One used ls1500 ligasure device was received for evaluation. Examination of the device found a .3 sq. Mm area of damaged insulation on the tube. The type of damage seen is consistent with scraping the tube during insertion or removal through a trocar. The investigation identified the root cause of the reported event to be user damage. No trend is associated with this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the purple activation button fell off when opening the packaging. There was an attempt to use the device with the detached piece, but a regrasp alarm would occur. Examination of the received device found the black tube insulation is damaged, exposing the metal. A piece of the insulation is missing. The customer confirmed the piece fell within the patient but was retrieved. There was no harm to the patient. Examination of the received device on march 8 found the black tube insulation is damaged, exposing the metal. A piece of insulation is missing. The customer confirmed the piece fell within the patient but was retrieved.